Manufacturer narrative:
Device evaluation: the axiem power cable was received by medtronic for further evaluation. Analysis found that the cable jacket had separated at the lemo connector exposing the shield wire but no bare conductors. Otherwise, the cable passed a continuity test with no opens or shorts detected. Analysis determined there was a physical damage failure with the returned cable. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative (rep) went to the site to test the equipment. The axiem power cable was replaced, thus resolving the issue. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for further evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that power failed to go to the axiem box. During troubleshooting, it was found that there was damage to the external axiem power cable. There was no patient present when this issue was identified.